Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch code. A total of (B)(4) units of this product were manufactured and distributed, there are no units in stock. Received an open and used sample with the thread broken. A proper analysis cannot be done to this suture. Without any closed samples an analysis cannot be performed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. When working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: in previous evaluation summary submitted for medwatch-2916714-2015-00708-MDR_followup1, incorrect product type was referenced. The statement should have read as follows: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The suture snapped and thread broken during surgery.